Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to recent weight loss. As a result, surgical intervention took place on 05 december wherein the ipg was sutured down in the same pocket but little deeper. During the procedure, the physician accidentally cut both the patient's leads and therefore, both the cut leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.